Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 01/28/2020. A manufacturing record evaluation was performed for the finished device pek026 batch number, and no non-conformances were identified. Additional h3 device evaluation summary: it was received for analysis an opened sample of product code sxpp1a301, lot pek026. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of the strand body fluids and damaged barbs were found. Also, the sides of the fixation tab were broken. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic gastric surgery on an unknown date and a barbed suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.